Event description:
It was reported that the dual monitor housing assembly on the 2800 system was loose and tilting forward. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The dual monitor housing assembly mounting was tightened during the service call. The system was tested and found to be working as intended and put back into service.